Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in performing a pump reset, after which the cgm error did not reoccur, and the caller successfully started their sensor session.